Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose level was elevated over 400 (mg/dl). The customer was unsure of the cause of the elevated bg level. The customer stated the issue might be with the continuous glucose monitor (cgm), the pump itself or the infusion set site. A manual injection was administered and an infusion set site change was performed to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.